Event description:
Left side inflation and capsular contracture. Physician stated that he will not be able to determine whether or not the reported event is product related. Therefore, this event is being reported because inamed's approach to compliance is to resolve all doubt in favor of reporting. This medwatch report represents the same event reported under medwatch report #2024601-2001-313.